Event description:
It was reported at implant that the atrial lead helix would not retract. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation and distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. The visual summary analysis of the lead indicated damage at implant. The lead was received with the helix partially retracted, distortion and fracture of the distal conductor within the connector. Therefore the helix won't retract. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.